Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number (B)(4), and no non-conformances were identified. Additional information was requested and the following was obtained: is the current patient status known? Recovering normally was there any patient consequence or change in the post-operative care of the patient as a result of the event? None.

Event description:
It was reported that during a whipple procedure that device clamped down on artery and the device locked out. No staples were deployed and the knife did not cut. Manual override was used to open the device, unknown if reverse was attempted. Another device that was already on the field was used to complete the procedure.